Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The insulin pump was under delivering insulin and the blood glucose is high as 590 mg/dl to over 700 mg/dl. The current blood glucose was 380 mg/dl. Customer treated for high blood glucose with insulin pump. Significant events leading to hospitalization was high blood glucose and urinary tract infection. Customer also reported that, the battery compartment was cracked. Customer wearing the pump at time of hospitalization. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed prime/compromised force sensor system test, excessive no delivery alarm test and displacement test. Unable to complete functional test due to completely broken reservoir tube lip. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, completely broken reservoir tube lip and broken battery tube threads.